Event description:
On the day of the event, the customer processed a patient sample for triglyceride in a small sample container (ssc) on a dimension instrument running dimension xl/rxl/arx software revision 5.2. Customer-assigned segment designations had been lost on installation of the software revision. As a result, the probe aspirated insufficient sample from the ssc. No results were reported and there were no adverse patient consequences.